Event description:
Event: (cc# 98-00012) upon insertion of the iab, the balloon would not pass the bifuration. After several attempts to advance the iab, it was removed through the sheath and a second iab was inserted without difficulty using the same sheath. The following was reported to datascope on 2/20/1998: there was no pt injury or complication as a result of the event. [Event complication]: none from the event - reported 1/6/1998 and 2/20/1998. [Pt's current status]: unknown - rpt'd 1/6/1998.

Manufacturer narrative:
Device label code for f10. Position 1: 1738. Device label code for f10. Position 2: 1701. Device label code for f10. Position 3: 1738.